Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited elevated pacing thresholds one day post-implant. All other lead measurements were noted to be normal and an x-ray showed no changes. The patient was sent home and then when they were seen in the clinic again, non-capture was observed. All other lead measurements were again noted to be normal. The plan is to replace the lead. The physician suspected the patient had exit block and there were no allegations against the lead. No adverse patient effects were reported.

Event description:
Additional information was provided that a lead revision was performed and fluoroscopy showed a normal lead position. Lead measurements were checked through the pacing system analyzer (psa) and were consistent with previous follow-up measurements. The lead was repositioned in the patient's mid-septum with acceptable lead measurements and successful defibrillation threshold (dft) testing. It was noted that the physician suspected a micro- perforation. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.